Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and replaced the bag/vent microswitch. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and replaced the bag/vent microswitch.

Event description:
The hospital reported that, during the preoperative checkout, the bag/vent switch was not operating as expected. There was no report of patient involvement.